Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited multiple non-sustained ventricular tachycardia episodes with evidence of noise, and an increased sensing integrity counter (sic). Spikes in impedances to high levels were also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.